Event description:
New information noted programming changes were made on the implantable cardioverter defibrillator (ICD). The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient was in stable condition.